Event description:
The manufacturer received information alleging a ventilator failed calibration. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The device return unrepaired to the customer due to insect infestation.